Manufacturer narrative:
Medical devices cont: 6984m adaptor, implanted (B)(6) 2010 694765 lead; 419388 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a warning for out of range high impedance. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.